Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no product was returned. Review of mfg records for this lot has been requested.

Event description:
A pt, involved in a motor vehicle accident, experienced an open fracture right femur, left hip replacement, right side pneumothorax and subject nail was implanted. At 1 month post implant follow-up, possible shortening of the femur was noted, rod was partially extracted, rotated 90 degrees, reinserted and locked proximally. On 4 month follow-up, the distal screw was removed for dynamization. Increasing external rotation deformity of the lower extremity was noted 6 months post implant. Pt was returned to the or at 12 months post implant for malunion secondary to nail with an orientation curving opposite that of the normal femoral curve. The hardware was removed.